Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that no revision was done or planned. The cause of the contact issue in the area of the pocket was not determined. The out of regulation (oor), contact issue, and dystonia symptoms had resolved and the patient was receiving effective therapy.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced intermittent stimulation and a loss of therapy when the implantable neurostimulator (ins) was mechanically manipulated in the pocket. The hcp mentioned an out of regulation (oor) message was displayed on a clinician programmer when the ins was programmed in constant current mode. Impedances were tested and found to be within normal limits. The hcp suspected an intermittent contact issue in the area of the ins pocket. No external factors contributed to the event. The hcp was discussing a troubleshooting revision with the patient since the worsening of therapy wasn't strong so strong that an immediate surgery was recommended. A surgical revision was planned, but not scheduled. The issue was not resolved. The patient was alive with no injury. No further patient complications were reported.